Manufacturer narrative:
(B)(4). Eval, results: (death), (pre-operative rupture), (implantation of the device for a pre-operative rupture). Eval, conclusion: (pre-operative rupture), (implantation of the device for a pre-operative rupture).

Event description:
An endurant stent graft sys was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that upon admission, the pt was unstable and had been receiving CPR. Guidewires and guiding catheters were inserted into the pt; however, the pt went into cardiac arrest again for 25 minutes and was able to be resuscitated. The guidewires were exchanged for lunderquist wires, and two reliant balloons (MFR report # 2953200-2011-01511 , MFR report # 2953200-2011-01512) were advanced to the thoracic aorta to control the bleeding. The endurant bifurcated stent graft was then implanted (MFR report # 2953200-2011-01513). During the guidewire exchange in order to cannulate the contralateral gate for the advancement of the contralateral limb (MFR report # 2953200-2011-01514), the pt experienced cardiac arrest again, and resuscitation was performed for 15 minutes. The two reliant balloons burst, and there was uncontrollable bleeding. Nothing else could be done by the physician, and the pt expired.